Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 114 mg/dl, 198 mg/dl, 123 mg/dl, 262 mg/dl, 257 mg/dl, and 116 mg/dl 2. 248 mg/dl and 108 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.